Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with a manual injection of insulin and with the insulin pump. The customer reported having issues with the sensors that involved calibrating their blood glucose levels. Troubleshooting was provided for calibrating issue. The customer will calibrate once his blood glucose levels stabilize. The insulin pump will not return for analysis.